Event description:
Per the clinic, the patient experienced a magnet dislodgement following a head trauma.there are plans to replace the internal magnet; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the dateof this report.